Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed originating from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument, causing a burn to the patient's uterus. The uterus was removed as a part of the planned surgical procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined.